Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent bag was leaking during patient therapy using a prismaflex m150. The leakage was discovered coming from the welding near the stopcock and was during patient therapy at an intensive care unit. When this issue was found, the user replaced the product and used a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. The sample analysis confirmed that there was a leak at the welding of the bag near the stopcock. The reported condition was verified. The cause was related to manufacturing process. The reported issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.